Manufacturer narrative:
Product complaint # (B)(4). [Complaint conclusion]. As reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the 4.5x22 enterprise (enc452212/(B)(4)) stent vascular reconstruction device could neither be advanced nor deployed from the prowler select plus (unk catalog and lot) microcatheter. The device could not be deployed at all. The physician could not identify any damage to the system under x-ray. Therefore, the physician attempted to re-adjust and deploy again, but failed. The physician subsequently removed the devices as a unit from the patient, resulting in a loss of cerebral target position. It is not known why the concomitant devices were removed when the enterprise was removed. The system was comprised of an envoy guide catheter, prowler 14 microcatheter, prowler select plus microcatheter, and neuroscout guidewire. The surgery was completed with ¿another device¿ and the procedure was completed successfully without further incident; however, it is not known which devices were replaced to complete the procedure. No patient complications occurred as a result of the event. The surgery was not delayed due to the event. The cause of the event is not known or suspected. The complaint products were new and stored/handled according to the instructions for use (IFU). The devices were packaged securely as expected. No damage was noted to the catheter packaging or shipping container. No visible product damage was noted to the system prior to use. The microcatheter was not kinked before or after the difficulty. The procedure was conducted in accordance with the IFU and a constant flush was maintained. There was no difficulty encountered during introduction of the catheter over the guidewire prior to the attempted use of the enterprise. The user verified that the introducer was fully seated and secured in the hub, but it is not known if the device moved out forward of the introducer during insertion thru the y-connector or in the hub. There was no difficulty tracking the microcatheter to the target site or excessive manipulation/torquing required. A trufill dcs orbit (637mf0202/unk lot) detachable coil was inserted and placed without incident and the physician prepared to advance the stent. When the markers covered the neck of the aneurysm, the stent could neither be advanced nor deployed. It is not known if the intent was to coil the aneurysm with a jailed double-microcatheter technique. The stent had not been recaptured. The microcatheter was reportedly re-shaped but the method is unknown. Additional information received indicated that the stent did not prematurely deploy during the procedure, and the premature deployment may have occurred during post-procedural handling/processing. No further information could be obtained. A non-sterile enterprise device and prowler select plus were received inside of a pouch. Upon receipt of the prowler select plus, visual inspection was conducted. No visible damage was noted to the microcatheter hub and distal tip. The body was found compressed at 4.5 cm from the distal end. Residues of dried saline solution were noted. There were no other visual anomalies observed during the visual inspection. The microcatheter was then inspected under a microscope. The compressed condition and residues of dried saline solution observed during visual analysis were confirmed. The inner diameter (ID) and outer diameter (od) were measured and found within specification. The microcatheter was flushed with a lab sample syringe and a .018¿ lab sample guidewire was introduced into the hub of the microcatheter. The guidewire was advanced through the microcatheter and resistance/friction was encountered as the wire passed through the compressed section of the microcatheter. The sterile lot number was not reported; therefore, a review of the manufacturing documentation could not be performed. The customer report of catheter obstructed could not be confirmed; however, during functional testing, resistance/friction was felt as the sample guidewire was advanced through the compressed section of the microcatheter. Functional testing could not be performed with the enterprise device to determine potential causes of the event due to the deployed condition of the stent. The exact circumstances surrounding the observed compression cannot be determined based on the condition of the returned device. However, it is likely that excessive force was applied to the device, possibly in an attempt to overcome the reported resistance. It is also possible that the compressed condition of the microcatheter may have contributed to the failure to advance the delivery wire. The compressed condition may also have been caused during storage, shipping, or processing after the reported event. Catheter kinking has been investigated. The instructions for use cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. Catheter kinking during clinical use is a known and common occurrence and is typically related to anatomy, technique, physician skill, and vessel tortuosity. If the operator encounters kinking or damage during clinical use, they are clinically trained to immediately discontinue manipulations and remove the product. This may require insertion of an additional device, which can cause intra-procedure prolongation. Catheter obstructed is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this procedural situation, including instructions for troubleshooting the situation should it be encountered during use. The enterprise IFU cautions: ¿if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one.¿ assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure and damages noted to the returned catheter. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00807 & 1226348-2019-00808.

Manufacturer narrative:
Product complaint # (B)(4). The catalog and lot numbers were not reported; UDI unavailable. Concomitant med products due to character limitation: trufill dcs orbit detachable coil system (637mf0202/unk lot), envoy guide catheter, neuroscout guidewire, prowler 14 microcatheter the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00807 & 1226348-2019-00808 & 3008264254-2019-00540.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the 4.5x22 enterprise (enc452212/10863579) stent vascular reconstruction device could neither be advanced nor deployed from the prowler select plus (unk catalog and lot) microcatheter. The device could not be deployed at all. The physician could not identify any damage to the system under x-ray. Therefore, the physician attempted to re-adjust and deploy again, but failed. The physician subsequently removed the devices as a unit from the patient, resulting in a loss of cerebral target position. It is not known why the concomitant devices were removed when the enterprise was removed. The system was comprised of an envoy guide catheter, prowler 14 microcatheter, prowler select plus microcatheter, and neuroscout guidewire. The surgery was completed with ¿another device¿ and the procedure was completed successfully without further incident; however, it is not known which devices were replaced to complete the procedure. No patient complications occurred as a result of the event. The surgery was not delayed due to the event. The cause of the event is not known or suspected. The complaint products were new and stored/handled according to the instructions for use (IFU). The devices were packaged securely as expected. No damage was noted to the catheter packaging or shipping container. No visible product damage was noted to the system prior to use. The microcatheter was not kinked before or after the difficulty. The procedure was conducted in accordance with the IFU and a constant flush was maintained. There was no difficulty encountered during introduction of the catheter over the guidewire prior to the attempted use of the enterprise. The user verified that the introducer was fully seated and secured in the hub, but it is not known if the device moved out forward of the introducer during insertion thru the y-connector or in the hub. There was no difficulty tracking the microcatheter to the target site or excessive manipulation/torqueing required. A trufill dcs orbit (637mf0202/unk lot) detachable coil was inserted and placed without incident and the physician prepared to advance the stent. When the markers covered the neck of the aneurysm, the stent could neither be advanced nor deployed. It is not known if the intent was to coil the aneurysm with a jailed double-microcatheter technique. The stent had not been recaptured. No further information could be obtained.